Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced no image. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported event was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, poor contact of camera unit, the image has white dots. A root cause could not be identified. Based on the results of the investigation, it is likely that the image issue was due to a disconnection in the cable unit causing the endoscopic image to not be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.